Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 component code: g07002 - no device problem found. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received one unopened sample that pertain to the product code sxpp2b405. Upon initial inspection, of the samples, no external damages were observed on the packet. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # : (B)(4). H6 component code: g07002 - pending evaluation of returned device. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No complications or patient consequences reported. What tissue was being sutured when the event occurred? During the total knee arthroplasty to close facia¿. Was additional dissection required in other organs/tissues other than the target tissue? No, no additional dissection needed. Was there any change in the patient¿s post operative care due to the prolonged procedure? No, normal protocols were followed. Please provide the lot number: tebczl. Event related to mw # 2210968-2023-09212. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2023, and barbed suture was used. The surgeon experienced two needles that popped off using the suture during the total knee arthroplasty to close facia. Surgeon used a free needle to complete the case. Surgery was delayed by less than ten minutes. No adverse patient consequences were reported. Additional information was requested